Event description:
Duragen secure study: patient 19, site 101. On (B)(6) 2015, the patient was implanted with duragen secure. On (B)(6) 2015, it was reported that there was a possible cerebrospinal fluid leak since "beta trace was discrete increased" and inflammatory reaction since there was impaired wound healing and increased infection blood parameters. The event was observed during clinical evaluation. The patient was treated with antibiotics. Other treatments included surgical revision with wound revision and hematoma evacuation. This adverse event was rated by the investigator as related to the procedure and possibly related to the device. Additional information has been requested.

Manufacturer narrative:
Additional information received on 12feb2016 with the following: name/protocol number of the duragen secure study: duragen secure pmcf (n-dursec-001). The date of the revision surgery was on (B)(6) 2015. Patient outcome was reported as 'everything resolved, no sequelae on (B)(6) 2015.

Manufacturer narrative:
Integra has completed their internal investigation on 02/28/2016. The product was not returned for evaluation. There were no identified issues or abnormalities with the materials used, equipment, or manufacturing processes associated with lot 105nb0309382. A query of the complaints database for the timeframe of 12 months (from 01jan2015 to 01jan2016) was performed using the keywords ¿csf leak,¿ ¿leakage,¿ ¿inflammatory,¿ and ¿inflammation¿ for the duragen product family. Two additional complaints were found. A lot specific query was performed and no additional complaints have been reported associated with lot 105nb0309382. Complaint rate is (B)(4). The patient involved with this complaint was a part of the duragen secure pmcf (n-dursec-001) clinical trial: patient 19. Per the justification written by integra¿s director of medical affairs: patient 19 is a (B)(6) male with hemiparesis and seizures secondary to lung cancer with metastases to the brain. On (B)(6) 2015, the patient underwent a frontoparietal craniotomy for excision of metastatic brain tumor. Dura was repaired with duragen secure. On (B)(6) 2015, a possible csf leak was detected and an inflammatory reaction with impaired wound healing and increased blood infection parameters were reported by the primary investigator (pi). The patient was treated with antibiotics and underwent surgical wound revision and hematoma evacuation. The ae was designated as mild/not serious by the pi who said it was related to the procedure and possible related to the device. Aes are discussed in the instructions for use (IFU) which states that a csf leak, infection, and delayed hemorrhage may occur. Wound healing may be impaired for multiple reasons including infection, csf leak, or immunosuppression in this patient was metastatic lung cancer. Therefore, the most probable cause of possible csf leak, inflammation, and need for revision surgery is due to the procedure itself.